Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to turn on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital.

Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device was unable to turn on. The asp evaluated the device and determined that the battery was faulty, however the customer declined any further repair. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a malfunction of the battery. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.